Event description:
Pt was having a laparoscopic procedure. The doctor discovered that the monopolar electrosurgical connecting cable had sparked and burned all the way through the wire cord part of the cable near the generator end. No injuries were reported.